Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has reproduced the described customer issue. The review of the returned device logs could confirm the reported issue. The log files indicate a minor leakage from the o2 gas module when turned off. Our investigation has concluded that the reported problem with failure during pre-use check is due to a damaged o-ring in the nozzle unit inside the o2 gas module. A slightly wrongly mounted nozzle unit was most probably the cause of the damaged o-ring. An extra force must have been applied to the handle on the o2 gas module, since also the handle was broken. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).